Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). UDI#: (B)(4). H3: analysis of the recharger 97755 intellis rtm (s/n: (B)(6). ) revealed an intermittent "no device found" message. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they were having trouble charging as they couldn't keep a connection when recharging the ins. Pt confirmed that there were not any error messages appearing on the controller. Pt stated that when they were trying to recharge the ins, the controller would say to reposition or that there was a poor connection. Pt stated that they would normally be able to walk around the house and recharge the ins, however when they were driving down a road and a bump was hit the connection was lost. Pt then stated that they thought the issue was happening because they had gained weight, however they had then lost ten pounds. The pt was asked if the recharger (rtm) was getting hot while trying to recharge the ins; pt stated yes, they would say the rtm was hot. The pt checked the connection between the ac power supply and controller; pt stated that they didn't want to say the connection was loose, but there was a little bit of flex; pt then stated that they wouldn't say that the connection was loose. The pt then checked the connection between the rtm and controller; pt stated that there was more flex than the ac power supply and that it was not floppy but it was on the wobbly side. The pt inspected the controller port; pt stated that they didn't see any damage or anything out of place in the controller port. When asked for the event date, pt stated that it was maybe last year when the issue started. Pt mentioned that they got a new controller and that the ins charging was so much faster after the replacement; unable to locate a record in cmf regarding a controller replacement. Pt asked when the last product replacement was; it was reviewed with the pt that the rtm was replaced in (B)(6). 2021.